Event description:
It was reported the patient presented with alerts for non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.